Event description:
Reporter alleged discrepant back to back blood glucose values of 323, 260, 180, & 138 mg/dl when all tests were performed 10 minutes apart on the aviva system. The location of the testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.